Manufacturer narrative:
The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. If the device becomes available, or additional information is received, a follow up report will be filed. The lot number was reviewed for complaint trend, nonconforming report and CAPA. No trends were noted for complaints and there were no nonconforming reports confirmed to be associated. A preventative CAPA has been historically opened for the altis product line to investigate increased rates of mesh to suture or anchor to suture bond failures which is being reported in this complaint. Devices met specification prior to release.

Event description:
According to the available information a nurse reported the suture loop was lost and the surgeon had to pull back the dynamic side and re-throw the anchor. When surgeon did this, the suture broke. Surgeon removed all parts of the sling and opened a new box. The sling was implanted successfully. Nurse noted it was difficult anatomy.